Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty to remove the gripper line, gripper line break, clip embolism and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 3-4. After clip deployment, there was a miscommunication between the operators, and the clip delivery system (cds) and guide were removed without removing the gripper line. The gripper line was visible at the groin and an attempt was made to pull on the line, but this resulted in the clip detaching from the mitral valve, causing damage to the leaflets. The clip was retracted to the femoral vein and further attempts were made to remove the gripper line; however, the gripper line broke and the clip embolized to the internal iliac vein. The gripper line was able to be completely removed and another clip was deployed to treat the damaged leaflets, reducing the mr to 1-2. The patient was stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported incidents reported for difficulty in removing the gripper line, gripper line break during removal and for complete clip detachment (ccd) from this lot. It should be noted that the mitraclip instructions for use (IFU) instructs the user to remove the gripper line prior to mitraclip system removal. All available information was investigated, and the difficulty in removing the gripper line appears to be due to the user error of removing the clip delivery system (cds) from the anatomy prior to removing the gripper line. The reported gripper line break occurred during gripper line removal (procedural circumstances) and was a cascading effect of the difficulty in removing gripper line. Additionally, the reported ccd was a result of the difficulty to remove the gripper line as the clip detached from both leaflets during this process. The reported tissue damage and embolism were a result of the reported ccd as the clip embolized in the iliac vein. The reported foreign body in patient was a result of the reported ccd, as no attempt was made to retrieve the first clip and the clip remains in the patient. The reported patient effects of emboli, mitral valve injury and foreign body in patient are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.